Event description:
It was reported that there was an alert due to the device reaching elective replacement indicator (eri) within the warranty period. The left ventricular [lv] lead had high thresholds. The device was explanted and replaced. The lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated that the device met expected longevity with normal depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated that the device met expected longevity with normal depletion.